Event description:
Device reads "install set", even after set is installed; damaged ribbon cable (connects to cpu) found during investigation.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed, no error or issue linked to the reported event was found. The reported device was received in lake zurich and its investigation was performed by our local technical team. Several tests were carried out and all perfomed successfully. However during internal check the leaf spring on left flange was found broken and the cable ribbon damaged. There weren't any signs of external physical damage and no further details regarding how the cpu ribbon acquired the damage. Parts were sent to brézins for further investigation. Visual inspection confirms the damage on the cpu ribbon cable probably due to pinching. The origin of this damage remains unknown. The leafspring kit was tested for several hours but no technical error was triggered during that time. The reported event could not be reproduced but although the test did not reveal any failure with the left flange kit this event could be linked to a known issue. The reported alarm is triggered when tubing set is needed to be installed in the pump prior to start an infusion. The detection by the pump is done by a leafspring. When this part is not hold in place anymore, it cannot detect the presence of the blue clamp even if inserted hence the pump displaying the ""install set"" message. A CAPA was initiated for this issue and a design modification of the clamp detector latch has been implemented since june 2020. To our knowledge this complaint was not related to patient safety. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.